Event description:
Pt undergoing esophagastroduodenoscopy with ph probe - bravo placement. Given imaging - ph monitor/probe was inspected and calibrated prior to placement. Md placed probe; suction was held at 600 mmhg for 30 seconds without interruption (per company recommendation). Probe is thought to be deployed into pt's esophageal mucosa. When md reintubated with gastroscope to check placement, the probe was not apparent in pt's esophagus - also not apparent in pt's stomach. Gastroscope was removed and at that time, probe was noted on pt's pillow with pin not deployed.